Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing and oversensing of artifact. It was noted that the patient underwent an magnetic resonance imaging (MRI) procedure on the day of the event. The icm remains in use. No patient complications have been reported as a result of this event.